Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a power failure. A field service engineer identified an issue with drawer 4.2 in the main unit that was preventing the station from booting. The fse replaced the control board, after which the system powered on successfully, tested drawer 4.2, and confirmed that all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on, an ac power failure error was displayed, and remote smart service was offline. The customer had already power cycled the station multiple times and tried using a different outlet, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station and pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.